Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to resolve the issue. Subsequently, the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 97 mg/dl.